Event description:
Hcp reported the paitent has an infection of the device pocket. The paitent received antibiotics and the device system was removed. A follow-up report will be sent when additional information is received.